Manufacturer narrative:
This event occurred outside the us.

Event description:
It was reported a weld on the powered wheelchair walking beam has broken. No patient consequences were reported as a result of this event.